Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 23 mmol/l at the time of incident. Customer reported that there was lost sensor signal alert and unexpected re-initialization. Customer reported that an unexplained re initialization could occur as a result of the sensor dislodging, insertion issues and sensor wetting issues. The insulin pump will not be returned for analysis.